Manufacturer narrative:
The returned driver was examined under magnification. Under magnification, the batch number for the returned 2.5mm cannulated hex driver was confirmed as 381057. Torsional and oblique fracture patterns were identified in the hex portion of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Additionally, the edges of the hex feature showed significant twisting in both the remaining hex driver and the broken piece of the driver tip. Due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, when inserting the screw into the fifth metatarsal, the driver tip broke off. The broken piece of the driver tip was able to be removed. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00269 for the screw involved in this event.